Event description:
(B)(6) 2011, the claimant was taking her folded 3-wheel cruiser out of her car when the wheel lock shoe hit her right leg. Since then, the claimant has been to numerous physician visits for complications to the injury site. Complications include an abrasion, hematoma and infection to her right leg. The claimant's first visit to her physician was (B)(6) 2011. It should be noted that the alleged incident did not occur while the claimant was using this device. As stated above, the claimant was taking folded the device out of her car.

Manufacturer narrative:
The device in question was mfg for gf health products, inc 12/15/2007 by danyang jumao healthcare equipment co ltd, a MFR no longer used by gf health products. Records of invoice show the device was shipped to (B)(6) homecare on (B)(6) 2008. Wheel lock shoes are located approx eight (8) inches above the ground and are directed away from the user toward the outside of the product. This presents no opportunity for user contact during intended use. Wheel lock shoes are mfg with the shoe free of a covering for placing a covering over the wheel lock shoe can make it more difficult to adjust brake compression. Compressing two like materials (tire and rubber cover) may result in the walker not breaking as designed. It should be noted that according to the claimant's medical records provided to gf health product's inc, the pt exceeded the weight and height capacities. The device is intended for someone 5'6 - 6'5 weighing no more than 250 pounds. The claimant's records reflect are (B)(6). Trending analysis was performed on this product. There have not been any other incidents of this type reported.